Manufacturer narrative:
The insulin pump was unable to prime during the prime/rewind test due to a protruded/loose drive support disk. It was not possible to performed the excessive no delivery alarm due to the prime anomaly. No motor error alarm occurred and motor passed the motor test. There were minor scratches on the lcd window, a cracked case near display window corners, cracked battery tube threads cracked, a broken belt clip slot, and a cracked reservoir tube lip.

Event description:
It was reported that the customer received a motor error alarm on the insulin pump during a basal delivery. The customer's blood glucose was 245 mg/dl. During troubleshooting, it was found that the insulin pump was not exposed to a strong magnetic field or magnetic resonance imaging machine. The customer was using the sensor feature on the insulin pump. It was advised that a false motor error alarm could be caused by viewing the sensor glucose graph while the insulin pump delivers a bolus. She was able to rewind the insulin pump and was advised to discontinue use and revert to a back-up plan. Nothing further was reported.